Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a broken piston. The customer's blood glucose reading was unknown at the time of incident. No further details given.

Manufacturer narrative:
The pump alarmed motor error during the rewind due to a broken motor slide. Unable to perform the functional checks, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart and all operating current measurements due to a constant motor error alarm. The pump was received with minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads.